Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found an intermittency between the connector pin and cap. The full lead was returned and analyzed.

Event description:
It was reported the atrial lead dislodged during valve replacement surgery. The lead was removed and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.